Event description:
During outpatient cardiac catheterization procedure, tip of guidewire coiled and got stuck in the proximal (obtuse marginal) om calcification and unable to take out. During attempt by provider to remove, the guidewire broke at the tip which was lodged into the proximal circumflex. No further intervention. The rest of the wire was able to be removed. Patient was admitted for monitoring and discharged.